Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the patient said there is not enough lubricity on some catheters. It is unclear if the lot number was requested. No additional information provided. Per customer via phone on 29jul2025, it was reported that the catheter does not have enough lubricant and there was an area on the catheter that seemed to be sharp. Customer described the area as sharp like a fish fin. Per notification from ucc on 12jan2026, it was reported that flash was observed on catheter during sample evaluation.